Event description:
It was reported, through a medwatch report, that and an alert due to impedance issues was noticed on this right ventricular lead. An intervention was required in order to address this issue; however, it was not specified what kind of intervention was performed. Evidence suggests that this lead remains in service. No further adverse patient effects were reported.